Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.75x12mm xience xpedition stent delivery system (sds) was removed from the dispenser hoop, and the sds was noted to be broken 1/3 of the distance from the hub in what is suspected to be a shaft separation. The sds was not used and there was no patient involvement. A new unspecified sds was used to complete the procedure. There was no patient involvement, and no clinically significant delay in the procedure. No additional information was provided.